Manufacturer narrative:
Reported event of failure to connect was not confirmed. Final analysis found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. Prior to the start of the procedure, it was noted that the physician could not connect the lp to the delivery catheter. The physician attempted to use a second delivery catheter but was still unable to connect to the lp. The lp was replaced and the new lp was able to connect to the delivery catheter. The issue occurred prior to contacting the patient therefore there were no patient consequences.